Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument and performed failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable broke on a small grasping retractor instrument. The surgeon retrieved a small piece of the cable that fell inside the patient during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse could not provide the patient demographics. The instrument was inspected and nothing was noted prior to use. The instrument was used for more than 30 minutes prior to when the event occurred. The nurse was not able to respond what surgical task the surgeon was performing when the issue occurred. Contrary to what was initially reported, the nurse indicated that there were no reports of a fragment falling inside the patient. No post-operative tests were performed. There also have been no reports of the patient returning to the hospital due to experiencing any post-surgical complications. The case was completed robotically. There was no video recording or photo image of the procedure.